Manufacturer narrative:
Investigation included user interview and clinical support review. Investigation of this case revealed insufficient meal entries and suboptimal hypoglycemia treatment practices that could contribute to glucose variability. It was concluded that the event involved hypoglycemia with an unclear cause, with user education initiated and further training scheduled. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced repeated postprandial hyperglycemia followed by hypoglycemia while using the ilet, with incomplete meal announcements and potential need for target adjustment; troubleshooting and education were provided on proper meal announcement entry and appropriate fast-acting carbohydrate use for treating low blood glucose. Symptoms included low blood glucose events. Outcomes included the need for additional user training without emergency care or hospitalization.